Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 10:14 pm CT.the report number is being corrected from: 2183959-2018-61717to: 2183959-2018-61007.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to recurring incontinence. The patient had slowly worsening incontinence beginning (B)(6) 2018 had full incontinence. A new artificial urinary sphincter device was implanted.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to recurring incontinence. The patient had slowly worsening incontinence beginning (B)(6) 2018 and then in (B)(6) 2018 had full incontinence. A new artificial urinary sphincter device was implanted.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 10:14 pm CT. The report number is being corrected from: 2183959-2018-61717 to: 2183959-2018-61007. Device evaluation: the complaint component was returned and analyzed. The reported allegation of incontinence was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to recurring incontinence. The patient had slowly worsening incontinence beginning (B)(6) 2018 and then in (B)(6) 2018 had full incontinence. A new artificial urinary sphincter device.